Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent spine fusion surgery on the cervical region of her spine from vertebrae c2 through c4 and c7 through t1. Reportedly, during the surgery, rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Posterior approach was used for this surgery. The rhbmp-2 collagen sponge was placed outside a cage in the facet joints. Allegedly, patient's post-operative period had been marked by constant headaches, tightness from her head to her shoulders, constant neck pain radiating down her back, vision problems, difficulty swallowing, and swelling in her neck and shoulders. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Event description:
It was reported that on: (B)(6) 2008: the patient called stating that she had drainage from the incision. On (B)(6) 2008: the patient called for follow up on medications. On (B)(6) 2008: on a telephonic conversation, patient stated that she still had a fair amount of pain. On (B)(6) 2008: on a telephonic conversation, patient stated that she had more head aches and pain. On (B)(6) 2008: findings: odontoid and lateral neutral, flexion and extension views of the cervical spine. On (B)(6) 2010: the presented with headaches that shoot up behind head to the top of the head at times, the head aches are at times in front of the head. On (B)(6) 2012 the patient was presented for office visit with abdominal pain, pain in upper ribs and back, terrible ha, feels weak, epigastric pain, pain in left hip and leg. On (B)(6) 2012: on a telephonic conversation, patient stated that she had headaches at the back of neck on the left side. On (B)(6) 2012 the patient was presented for office visit for upper endoscopy. Procedure: the upper endoscope was passed into the second portion of the duodenum. The entire duodenum was normal. The pylorus, antrum, angulus, fundus, body and cardia were normal. The esophagus was normal. Impression: dyspepsia with increasing acid reflux.. On (B)(6) 2012 the patient was presented for office visit with cough, shortness of breath, sinus drainage. Assessments: cough. On (B)(6) 2013 the patient underwent ultrasound of abdomen. Impression: no acute abnormally. On (B)(6) 2013 the patient was presented for office visit for physical therapy for the following diagnosis: headache, cervical spondylosis w/o myelopathy, cervical segmental dysfunction or somatic dysfunction, spasm of muscle. On (B)(6) 2013 the patient was presented for office visit with congestion, cough. Assessments: upper respiratory infection. On (B)(6) 2013 the patient was presented for office visit for six month follow up. Assessments: thyroid function tests abnormal, cervicalgia, depressive disorder fatigue. On (B)(6) 2014 the patient underwent x ray of the cervical spine. Impression: anterior fusion c4 to c6. Bilateral posterior fusion c2 to c7. Moderate arthritis. Diffuse osteopenia. On (B)(6) 2014 the patient was presented for office visit with anxiety, gerd (gastroesophageal reflux disease), cervicalgia. Assessments: cervicalgia, gastroesophageal reflux disease, knee pain, thyroid function tests abnormal. On (B)(6) 2014 the patient was presented for office visit with left knee pain. The patient underwent x rays of the left knee which showed some mild patellofemoral osteophytes with well preserved medial and lateral joint spaces. Assessments: mild patellofemoral osteoarthritis. On (B)(6) 2014 the patient was presented for office visit with anxiety and gerd (gastroesophageal reflux disease). Assessments: acquired hypothyroidism, anxiety disorder, chronic neck pain, depressive disorder, gastroesophageal reflux disease. On (B)(6) 2014 the patient was presented for office visit with sore throat. The patient also reported sore throat, hoarse, feels tired and shaky when up. Assessments: uri (upper respiratory infection). On (B)(6) 2015 the patient was presented for office visit with anxiety, gerd, hypothyroid. Assessments: acquired hypothyroidism, anxiety disorder, depressive disorder. On (B)(6) 2015 the patient was presented for office visit with fatigue, flushing, headache, sinus drainage. Assessments: viral syndrome, malaise and fatigue. On (B)(6) 2015 the patient was presented for office visit with anxiety, gerd (gastroesophageal reflux disease), hypothyroid. Assessments: acquired hypothyroidism, fatigue. On (B)(6) 2015 the patient was presented for office visit with nausea, stomach pain. Weakness generalized. Assessments: gastritis. On (B)(6) 2015 the patient was presented for office visit with complaints of left shoulder pain. The patient reported lateral deltoid pain worse with elevation and pain that radiates down to her hand. Active problems: impingement syndrome of shoulder. Shoulder pain. Supraspinatus tendon tear. Assessment: shoulder pain. On (B)(6) 2015 the patient was presented for office with left shoulder pain. Active problems: impingement syndrome of shoulder. Shoulder pain. Supraspinatus tendon tear. Assessments: supraspinatus tendon tear. On (B)(6) 2016 the patient was presented for office visit with anxiety, gerd (gastroesophageal reflux disease), hypothyroid. The patient also reported chronic neck pain. Assessments: acquired hypothyroidism, gastroesophageal reflux disease, anxiety disorder, chronic neck pain. On (B)(6) 2016 the patient was presented for office visit. Active problems: chronic neck pain, acquired hypothyroidism, anxiety disorder, depressive disorder, herpes labialis, gastroesophageal reflux disease.

Event description:
It was reported that on, (B)(6) 2008, patient underwent following procedure: posterior cervical fusion, c2-3 posterior cervical fusion, additional levels. C3-4, c6-7, c7-t1 segmental titanium lateral mass screws, c3 through c7 and pedicle screw instrumentation at c2 and t1, with instrumentation. Local autologous bone plus large bmp grafting pre-op <(>&<)> post-op diagnosis: cervical spondylosis, kyphosis c6-7, status post anterior cervical discectomy c4 through 6 with collapse of the plate and screws into the adjacent disc spaces of c3-4 and c6-7, all done at an outside institution by a different surgeon, with radiculopathy and neck pain. On (B)(6) 2008, patient underwent x-ray of cervical spine, portable. Impression: intra-op changes of posterior spinal fusion from c2-t1 with laminectomies. On (B)(6) 2008, patient underwent x-ray of cervical spine to evaluate c-spine fusion. Impression: posterior spinal fusion from c2 to t1 with laminectomies, 2. Unchanged anterior cervical fusion from c4 to c6. On (B)(6) 2008, patient underwent x-ray of cervical spine. Impression: unchanged anterior and posterior instrumented fusion from c4 through c6 and c2 through t1, respectively. No motion between fused segments with flexion and extension. On (B)(6) 2008, patient presented for follow-up visit six weeks post-op. On (B)(6) 2008, patient underwent x-ray of cervical spine. Impression: increased incorporation of bone graft material with posterior spinal fusion procedure from c2 to t1 and anterior fusion procedure from c4 to c6 with no abnormal motion. On (B)(6) 2008, patient presented for follow-up visit four months post anterior cervical discectomy and fusion at c2-3, 3-4, 5-6, and c7-t1. She states she has some stiffness and headaches on the left side. X-rays showed solid fusion at c3-4 but not positive that she is fused at this point at the other levels. On (B)(6) 2008, patient presented for follow-up visit. Patient reported headache for a couple of weeks and had a stinging sensation across base of neck. Patient underwent x-ray of cervical spine. On (B)(6) 2009, patient presented for office visit. Patient reported some stiffness at the back of the neck, limited range of motion and pain in right shoulder which started after she injured when she was on treadmill. Patient was laid off recently and that has lead to obviously worsening problems and some depression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: patient complains of numbness of right foot and falling. On musculoskeletal examination reveals pain on palpation of the lateral ankle ligaments, pain on palpation of medial band of the plantar fashion of left foot. X-rays of left ankle were negative for fracture dislocation. Assessment: moderate ankle sprain right ankle, heel spur with plantar fasciitis left foot. On (B)(6) 2011: patient presented to the office with a chief complaint of cervical, headache, left cervical dorsal, left cervical, right cervical and right cervical dorsal discomfort. Spasms are less intense and less painful. Assessment: tension headaches, cervical, thoracic, lumbar, sacrum and pelvis segmental dysfunction. Cervical range of motion was done to assess both the articular and muscular components of the spine. The average of three consecutive readings was calculated for each of the directions of movement. Flexion: 15 degrees; extension: 10 degrees; right lateral flexion: 5 degrees; left lateral flexion: 5 degrees; right rotation: 15 degrees; left rotation: 15 degrees. Cervical distraction: there was a increase in (B)(6)'s symptoms. The (B)(6) test was (B)(6) on the bilaterally, reflecting pain in the mid spine. Palpation reveals areas of spasms, hypomobility, edema and tenderness indicative of subluxation at c7, c6, c5, c4, c3, c2, cl , occiput, t1, t4, t5, t6, t7, sacrum, l5 and right pelvis and headache. Palpation of the muscles revealed hypertonicity in the following areas; left cervical and right cervical. Digital palpation revealed edema in the following regions; left cervical and right cervical. She tested (B)(6) for myofascitis. This is an inflammation of muscle and fascia, particularly of the fascial insertion of muscle to bone. On (B)(6) 2011: patient presented with chief complaint of pain in her right ankle. X-rays of right ankle revealed a chip fracture from the lateral malleolus. Assessment: chip fracture of the lateral malleolus of the right ankle with osteoarthritis of the right ankle, peroneal tendinitis right-foot. (B)(6) 2011, (B)(6) 2012 : patient reports symptoms as head pain, neck pain, shoulders, left hip down to front, right foot and wrist. Patient presented for office visit with chief complaint of left pelvic and left sacroiliac, cervical discomfort. Sensory examination was normal except l5 and left si joint. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; lumbar, sacral, pelvic hip and cervical. Palpation reveals areas of hypomobility and tenderness indicative of subluxation at t11, t12, left l4, left l5, sacrum and left pelvis, left hip and c4. Assessment: neuritis/radiculitis thoracic/lumbosacral. Lumbar segmental dysfunction. Sacrum segmental dysfunction. Pelvis segmental dysfunction. Cervical segmental dysfunction. Cervical disc degeneration. Lower extremities segmental dysfunction. Joint stiffness multiple sites (B)(6) 2012 the patient was presented for office visit. Diagnosis: status post cervical fusion, cervicalgia, depressive order. On (B)(6) 2012, the patient presented for cytology report. Diagnosis: no evidence of intraepithelial lesion or malignancy. On (B)(6) 2012 , the patient presented for MRI of cervical spine. Impression: post op change is observed with anterior fusion at c4-5 with segmental anterior screw fixation. An MRI of the lumbar spine showed mild lumbar levoscoliosis and mild disk desiccation may be present at l4-5. Exam from dr. (B)(6) dated on previous day revealed lumbar spine flexion is limited to 40 degrees, extension 10 degrees. Slr is (B)(6) . Sensory exam is normal except l5. No muscle weakness or gait abnormalities are noted. On (B)(6) 2012 the patient was presented for office visit with rash in random areas. Assessment: chest pain, abdominal pain, cervical fusion, esophageal reflux, dermatophytosis of body. On (B)(6) 2012, the patient presented for bone density study (dexa). Impression: osteopenia of the lumbar spine, with a (B)(6) increase in bone mineral density since the baseline study in 2007. Normal bone mineralization of the left femoral neck, with a (B)(6) increase in bone mineral density since 2007. The patient also had bilateral screening mammography. Impression: no mammographic evidence of malignancy. Recommend follow-up bilateral screening mammography in one year. On (B)(6) 2012 the patient was presented for office visit with chronic pain from the neck level 3-4-5 status post fusion on the (B)(6). On (B)(6) 2012: patient presented for follow up visit. Patient has pain on palpation of the sinus tarsi and lateral border of the right ankle and she also has developed tenderness in the second interspace of right foot. Assessment: osteoarthritis of the sinus tarsi and lateral border of the right foot, bone chip lateral gutter right foot, neuritis: second interspace right foot. On (B)(6) 2013 the patient was presented for office visit with abdominal pain, stomach feels crampy, numbness in bilateral arms and nausea. Assessments: abdominal pain, headache, neuritis, nausea, vomiting, thyroid function test abnormal. On (B)(6) 2013 the patient underwent CT scan of the brain. Impressions: the sinuses and mastoids included in the study appear well aerated. Abnormal appearing mandibular condyles with remolding of the anterior aspect fossa on both sides. On (B)(6) 2013: patient presented for office visit and complains of issue to left and right foot(states had a hairline fracture in right foot). On physical examination, patient has pain on palpation of the dorsal aspect of her left foot in the area of the midtarsal joints. Assessment: osteoarthritis, neuritis, contusion foot (B)(6) 2013: patient presented for office visit and complains of pain in right ankle and left foot pain. Assessment: contusion foot, capsulitis or tendonitis. Patient underwent x-rays of left foot and right ankle and there was no evidence of fracture, dislocation or other osseous pathology. On (B)(6) 2013 the patient was presented for office visit. Diagnosis: degeneration of thoracic, thoracic segmental dysfunction, myalgia and myositis. On (B)(6) 2013: patient presented for follow up visit. Patient complains of feeling chest tightness and fatigue. Patient complains of chronic neck pain and anxiety. Assessment: cervicalgia, depressive disorder, fatigue, thyroid function test abnormal. On (B)(6) 2013: patient presented for follow up on foot pain. On physical examination, patient has pain on palpation of the dorsal aspect of left foot. Assessment: osteoarthritis, neuritis, contusion foot, metatarsalgia. On (B)(6) 2013: patient underwent MRI of left foot due to persistent pain after a fall. Summary: (B)(6) mr examination of foot. On (B)(6) 2013: per telephonic encounter, result of patient's MRI was normal. On (B)(6) 2013 the patient was presented for office visit with abdominal pain, stomach feels crampy, nausea, numbness in bilateral arms. Assessments: abdominal pain, headache, neuritis, nausea and vomiting and thyroid function tests abnormal. (B)(6) 2013: patient presented for office visit with a chief complaint of left and right lumbar discomfort. The sharp pain radiates downward on the right buttock, right posterior leg and right posterior knee to the right posterior knee. The patient most recent orthopedic/ neurological examinations revealed the following (B)(6) test: straight leg raise, (B)(6) test . Sensory examination: all were normal except l5. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; lumbar. Palpation reveals areas of hypomobility, tenderness and spasms indicative of subluxation at l2, l4 and l5. Assessment: neuritis/radiculitis thoracic/lumbosacral. Lumbar spondylosis w/o myelopathy. Lumbar segmental dysfunction. Muscle spasm. On (B)(6) 2013, the patient was presented for office visit with headache, neck pain bilateral. Assessments: anxiety disorder, cervicalgia, depressive disorder, lumbago, neuritis, gastroesophageal reflux disorder, migraine, tension type headache. On (B)(6) 2013: patient presented for office visit with chief complaint of cervical and headache discomfort. The sharp pain radiates upward causing headaches. Maximum cervical compression test: patient reported pain on the convex side of her neck bilaterally indicative of muscular strain. Patient also reported pain on concave side of her neck bilaterally indicative of facet involvement. Test is (B)(6) bilaterally for localized pain. An increase in pain was noted in the left and right cervical region. Cervical distraction: a decrease in patient symptoms were observed which implicates the cervical facets as a potential driver of patient's dysfunction. Sensory examination: all were considered normal except axis. Spinal palpation:digital palpation of the patient's spine and extremities revealed the following areas of subluxations; cervical. Palpation reveals areas of spasms, edema, hypomobility and tenderness indicative of subluxation at c2, c4 and c5 and headache. Assessment: tension headache. Cervical spondylosis w/o myelopathy. Cervical segmental dysfunction. Muscle spasm. 30 jul 2013: patient presented for office visit with chief complaint of cervical and headache discomfort. The sharp pain radiates upward causing headaches. Cervical range of motion is restricted. The patient most recent orthopedic/ neurological examinations revealed the following (B)(6) test: maximum cervical compression test, cervical distraction. Sensory examination: all were considered normal except axis. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; cervical. Palpation reveals areas of hypomobility and tenderness indicative of subluxation at c2, c4 and c5 and headache. Assessment: tension headache, cervical spondylosis w/o myelopathy, cervical segmental dysfunction, muscle spasm . On (B)(6) 2013: patient presented for office visit with chief complaint of cervical and headache discomfort. The sharp pain radiates upward causing headaches. Cervical range of motion is within normal limits. Sensory examination: all were considered normal except axis. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; cervical. Palpation reveals areas of hypomobility and tenderness indicative of subluxation at c2, c4 and c5 and headache. Assessment: tension headache, cervical spondylosis w/o myelopathy, cervical segmental dysfunction, muscle spasm : resolved. On (B)(6) 2013: patient is sore in her back and neck today. Patient presented for office visit with chief complaint of upper thoracic, left mid thoracic and right mid thoracic discomfort. Patient reports difficulty to drive without discomfort. Thoracic range of motion is restricted in all planes. The patient most recent orthopedic/ neurological examinations revealed the following (B)(6) test: (B)(6) test. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; thoracic. Palpation reveals areas of spasms, hypomobility, edema and tenderness indicative of subluxation at t3, t5, t7 and t8. Assessment: degeneration of thoracic spine, thoracic segmental dysfunction, myofascitis myositis myalgia. On (B)(6) 2013, (B)(6) 2014: patient presented for office visit with chief complaint of upper thoracic, left mid thoracic and right mid thoracic discomfort. Patient reports difficulty to drive without discomfort. Thoracic range of motion is restricted in all planes. The patient most recent orthopedic/ neurological examinations revealed the following (B)(4) test: (B)(6) test. Spinal palpation: digital palpation of the patient's spine and extremities revealed the following areas of subluxations; thoracic. Palpation reveals areas of spasms, hypomobility, edema and tenderness indicative of subluxation at t3, t5, t7 and t8. Assessment: degeneration of thoracic spine, thoracic segmental dysfunction, myofascitis myositis myalgia. On (B)(6) 2014: the patient presented with neck pain and really bad headaches. On (B)(6) 2014, the patient presented for evaluation and physical examination. Impression: status post cervical fusion. Chronic cervical pain syndrome. On (B)(6) 2015: the patient presented with low back pain radiating down right leg and shoulder pain. On (B)(6) 2015, (B)(6) 2016: the patient presented for office visit for pain.